Manufacturer narrative:
The reported complaint when loading a syringe with a phaseal adapter attached there are only 2 syringe options was confirmed during the inspection of the provided pictures and was replicated during testing. The customer provided picture of the phaseal adapter attached to a bd 10ml syringe. From the picture (img_1080 (002)). The syringe module is unable to detect a syringe match for the loaded syringe. The customer returned a phaseal adapter. The adapter was tested using a bd 10ml syringe. Testing found with the phaseal adapter attached to a bd 10ml syringe, the system failed recognize the correct syringe and added a list the phaseal adapter was measured and was found to be larger than the bd 10ml syringe. Syringe module loading tip sheet warns against adding components to the syringe that are larger than the diameter of the syringe. Such attachments may prevent the device from correctly recognizing the installed syringe. The tip sheet is attached to the trackwise file. The syringe module detects the size of the loaded syringe by the barrel diameter and compares it to know dimensions. A syringe adapter or attachment with a diameter larger than the loaded syringe barrel will cause the system to detect a larger syringe. The system requires the user to confirm the proper detection of the syringe model. A device history was not performed, the customer did not return any product or provide device serial numbers. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that once the chemo infusion is completed, the staff attaches a prefilled syringe bd 10ml saline syringe with phaseal to administer any remaining chemo in the syringe. The staff noticed when selecting syringe the screen only has 2 options to select - monoject & terumo syringe selection, nurses are then selecting terumo just to complete the flush. There was no reports of patient harm confirmed by customer. The events occurred in the pediatric unit. The issue was occurring since january 2019 once using the customer received then new phaseal connectors. The customer stated that there was no issues with the 30ml bd saline syringe with phaseal attached.